Event description:
It was reported that during a scheduled revision procedure, after repositioning the right ventricular (rv) lead all electrical measurements of this right atrial (ra) lead were found within expected range when the lead was tested with the psa. When reviewing lead measurements upon wound closure, it was noted that the pacing impedance measurements had increased, but remained within normal limits. An increase in the pacing threshold measurements was also noted. As such, this lead was successfully repositioned and acceptable electrical measurements were obtained. No additional adverse patient effects were reported.